Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the monopolar curved scissors (mcs) were not closing after one hour of surgery, the instrumet was removed and reinserted twice without success. There were no delays. The procedure was completed with no reported injury.